Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leakage from 22ga IV catheter to the extension set could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model mp5313-c because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 8.5 in pressure rated minibore sets experienced leakage. The following information was provided by the initial reporter: several nurses reported leakage from the 22ga IV cath to the extension set. I had the IV nurse put one together in front of me and no leakage was detected. I also have the packaging from the product that did and the lot numbers are the same. I asked if they made sure the connection was screwed tightly and she confirmed it was and also informed me this happened to four other nurses. She told me they went through several extension sets before they found one that didn¿t leak.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 8.5 in pressure rated minibore sets experienced leakage. The following information was provided by the initial reporter: several nurses reported leakage from the 22ga IV cath to the extension set. I had the IV nurse put one together in front of me and no leakage was detected. I also have the packaging from the product that did and the lot numbers are the same. I asked if they made sure the connection was screwed tightly and she confirmed it was and also informed me this happened to four other nurses. She told me they went through several extension sets before they found one that didn¿t leak.